Manufacturer narrative:
Investigation of this complaint found that the instrument operated within specification between (B)(6) 2019 during execution of both the "program 2" protocol comprising 64 cassettes, which started in retort a at 16:40pm on (B)(6) 2019 and completed at 07:30am on (B)(6) 2019 and the "program 1" protocol comprising two (2) cassettes, which started in retort b at 16:54pm on (B)(6) 2019 and completed at 02:26am on (B)(6) 2019 from which sub-optimal tissue processing was reported by the complainant. No use error(s) was identified in the interaction between the user and the instrument either prior to, or during execution of the "program 2" protocol started in retort a at 16:40pm on (B)(6) 2019; and the "program 1" protocol started in retort b at 16:54pm on (B)(6) 2019, from which sub-optimal tissue processing was identified. The root cause of the sub-optimal tissue processing identified by the complainant could not be determined from the information available.

Event description:
Leica biosystems received a complaint regarding nuclear break down and tissue not processing properly. A leica tac helpdesk engineer - pathology documented the following information provided by the complainant: "they said they have been having issues with tissue processing for some time but have not logged it but as a test put some breast tissue on program 1 on (B)(6) 2019 on a delayed start in retort b with 13 steps in the protocol and it looks like it completed without error on (B)(6) 2019 02:26 but apparently the tissue nuclei had broken down and he did say the issue was on both retort a & b and I can see that there were 64 cassettes in retort a." On 16 october 2019, leica biosystems (B)(4) received information from the leica tac helpdesk engineer - pathology, which had been documented by the complainant on (B)(6) 2019, that tissue from one (1) case derived from a (B)(6) year old female was not diagnosable; and re-biopsy had been recommended because treatment could not be determined as the breast receptor status could not be determined. The complainant also documented that patient re-biopsy had not been performed as at (B)(6) 2019. No further information has been provided by the complainant in relation to this patient.